Event description:
Additional information received confirmed that the patient¿s outcome was ¿ok¿ and there was ¿no mention¿ about alarm information.

Event description:
It was reported, the pump showed alarm on (B)(6) 2012. The patient went to the hospital for help, and the physician found the pump had "raced over 48 hours and had burned already." The hospital replaced the pump for the patient. It was later reported that the event was due to doctor's negligence. The main problem was there was "no medication inside the pump which made the pump empty racing over 48 hours." It was also reported that "we are not sure the pump will be return for investigation or not, caused of the hospital recognized they had negligence and free changed a pump for patient and hospital did not want pass up the burned pump to us" but the meaning was unclear. The device was used to deliver morphine hydrochloride. Patient outcome after a new pump implanted was "ok". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).